Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode due to oversensing related to the minute ventilation (mv) feature. Technical services (ts) was consulted and upon review of the stored data, oversensed noise was noted in the right atrial (ra) channel which caused an inappropriate atrial tachy response (atr) mode switch. In addition, electromagnetic interference (emi) noise was noted in the right ventricular (rv) channel and shock channel which was also observed in stored data from previous months. The health care professional (hcp) stated that the patient has a neuro stimulator device implanted which according to ts this was likely the reason for the emi noise. Continued monitoring was recommended. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of design inadequate for purpose.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode due to oversensing related to the minute ventilation (mv) feature. Technical services (ts) was consulted and upon review of the stored data, oversensed noise was noted in the right atrial (ra) channel which caused an inappropriate atrial tachy response (atr) mode switch. In addition, electromagnetic interference (emi) noise was noted in the right ventricular (rv) channel and shock channel which was also observed in stored data from previous months. The health care professional (hcp) stated that the patient has a neuro stimulator device implanted which according to ts this was likely the reason for the emi noise. Continued monitoring was recommended. This device remains in service at this time. No adverse patient effects were reported.